Event description:
It was reported the stage 1 trial patient was admitted to the hospital for an infection at the exit site of the percutaneous extension. It was stated the doctor was going to treat the infection and had plans to go on to the full implant when the infection clears. It was stated the infection had not affected the future implant site. Information received the following day indicated the patient had been discharged from the hospital with antibiotics. The infection was not confirmed. The doctor did not see an active infection. The patient was in recovery with antibiotics in case the infection did exist, but ¿wasn¿t obvious.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va080te, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Follow-up information was received which reported that the patient went on to full implant on (B)(6) 2013. It was unclear if the infection resolved. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information stated the patient was given antibiotics with no culture after the first infection between stage one and stage two. It was noted the on-call doctor thought the incision was infected but it was later determined by the patient¿s doctor to not be infected by looking at it. It was stated antibiotics were prescribed just in case. Reference manufacturer report #3004209178-2013-11813 for information following the stage two implant.